Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the screw confirmed the allegation. Analysis identified damage to the threads on the stimloc screw. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the rounded screw tip was found out of box. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, lot# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported that an attempt was made to rotate and fix the burr hole cover on the cranial bone, but the screw was unable to be inserted into the bone. The screw tip was found to be round prior to use. Multiple attempts were made, but failed. The base ring was unable to be fixed. A new device was opened and used instead. The issue was resolved at the time of this report. It was noted that external factors that may have contributed included product defect and patient anatomy (bone). No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.